Event description:
On (B)(6) 2013, at (B)(6) hospital of (B)(6), rotaflow with serial number (B)(4) displayed err batt message, then error!! Head message. The machine was not in use on a patient. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, service order (B)(4) was generated for this event. Per service order, device works to factory specification. Reference: complaint (B)(4).